Event description:
Per complaint (B)(4), a dental implant could not be stabilized during initial placement due to a buccal blowout of the patient's cortical bone. Dehiscence was reported. The implant was removed the same day.

Manufacturer narrative:
Product not received for inspection.